Event description:
It was reported that the ilet issued an occlusion alarm while the user was on a steel contact detach infusion set, and delivery was resumed after testing showed no bubbles or kinks, but repeated occlusions and elevated blood glucose prompted a supply change; the event is associated with an obstruction of flow at the connector/coupler component. The user experienced a glucose peak of 200 mg/dl with no associated clinical symptoms reported. Outcomes included a delay to therapy until the infusion set and supplies were changed. User support included communication and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem contributing to an obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.